Event description:
Report received of a pump "shutting off" while in use. An adult pt was in surgery for a "neuro case". It was reported that the pump "went blank and shut off". It was not known if the pump alarmed before shutting off or if the pump was plugged into ac power. It was not known what was infusing, how long it was before it was noted that the pump "shut off", or what effect there was to the pt. Though requested the customer has declined to provide any further info.